Event description:
On (B)(6) 2012, pt reported she has experienced hyperglycemia since (B)(6) 2012. Her blood glucose elevated to "hi", and her target blood glucose is 120 mg/dl. She changed the infusion set and cartridge, but this was not successful in decreasing her blood glucose. She delivered boluses and took insulin injections to treat hyperglycemia. Her blood glucose was 488 mg/dl on the morning of (B)(6) 2012. At that time, she switched to her backup infusion device using a new cartridge and infusion set. Her blood glucose decreased to 130 mg/dl by that evening, and her blood glucose was 115 mg/dl on the morning of the report. Pt reported insulin was delivered slowly during the prime procedure, and she has "lost faith" in the infusion device. She also reported the flow of insulin was much quicker on the backup infusion device. No further issues were noted during product troubleshooting. The infusion device was requested for eval. The cartridge, infusion set, and adapter were discarded and will not be returned for eval. She did not require treatment from a health care professional or second party to address the issue.